Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant product: 4592 implantable pacing lead (B)(6) 2011.